Manufacturer narrative:
It was reported that the patient experienced an electrical shock while attaching the ac adapter to the controller and the controller had both power connectors loose. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the returned controller revealed that the device failed to meet specifications; the device passed functional testing but failed visual inspection as a result of power source port one (1) and port two (2) connectors found loose from the controller housing. The confirmed malfunction is related to the reported event; however, the reported electrical shock could not be duplicated at the bench level. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. The manufacturer has opened an internal investigation to evaluate the loose connectors. This is report one of two reports (3007042319-2016-01707, and 01708) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This is report one of two reports (3007042319-2016-01707, and 01708) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient receiving a short electrical shock ("jolt of electricity") while attaching her ac adapter to her controller at home. It was stated that there were no visible damage to the ac adapter but the power connectors on the controller were noticed to have both been loose. An elective controller exchange was performed and the ac adapter was also exchanged and it was reported that the issue was resolved. Site reports that the patient threw out the ac adapter associated with the incident so it will not be returned and the serial number is unknown at this time. It was stated that that there were no reports of the patient's hands being wet while performing the task and there were no reports of any power loss due to the loose connectors. No additional information received.